Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 400 mg/dl. The customer treated with a manual injection. The drive support cap appeared normal. The insulin looked good and the insertion site was not sore or irritated. The cannula was not bent. The time and date was not correct and the customer was assisted in correcting it. The basal rates and bolus wizard settings were programmed accurately. The customer was advised to change the entire set, reservoir and infusion set and treat per a health care professional's instruction.